Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 250cc saline catalog: 3501635, lot: 6939249, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision procedure with mentor smooth round moderate profile 250cc saline on (B)(6) 2016 developed bilateral lumps and hardening of the breasts that was noted on 11/2017. The patient reports that the left breast is harder than the right breast. It is unknown whether the lumps felt are an actual breast mass. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On february 2, 2022, mentor became aware that the patient is now experiencing bilateral breast implant leakages. The leakages were diagnosed via ultrasound. In addition, the lumps reported initially were not cancer related. Lastly, the correct implant information are the following and the fields have been properly updated: (left) mentor smooth round moderate profile 250cc saline catalog: 3501635 lot: 6944789 sn: (B)(6) and (right) mentor smooth round moderate profile 250cc saline catalog: 3501635 lot: 6939249 sn: (B)(6). A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date field had been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This medwatch form is for the right breast prosthesis.